Manufacturer narrative:
The customer¿s report of a syringe pump beeping ¿channel error¿ was confirmed. Physical inspection noted the pcu device was in fair condition fluid ingress was observed on the female iui. The male iui was observed with crushed separation ribs. Impact marks was observed on the right corner of the front case. Review of the pcu error log identified an attached unit fault. Syringe module (B)(4) malfunctioned and generated error code 358.2000.0 (keyboard communication error). The error occurred (B)(6) 2019 at 11:51 am. The log showed the syringe module was infusing drug ID 12 (heparin ns 2unit/ml). The log also indicated the user confirmed the channel error. At 11:55 pm, the user selected syringe module (B)(4) (channel b) and programed the device for drug ID 12 (heparin ns 2 unit/ml). The infusion was then started. At 12:56 pm, the user cleared the ¿volume infused¿. At 1:20 pm, the device was channeled off. Infusion testing performed on syringe module (B)(4) failed to replicate error code 358.2000 (comm. Failure). Infusion testing performed on syringe module (B)(4) failed to produce a channel error. During testing a communication anomaly was observed. The devices attached to the pcu¿s male iui (channel b, (B)(4), and channel c, (B)(4)) were not detected. Inspection of the pcu¿s male iui found crushed and damaged contact separation ribs. The damaged separation ribs caused poor male/female connectivity. The root cause of the customer¿s report that the syringe module started beeping ¿channel error¿ was found to be the result of an error code 358.2000.0 (communication failure). The root cause of error code 358.2000.0 (communication failure) was not determined, however the error that was observed in the logs is a communication failure and since communications is via the iui connectors the probable cause of the error was a result of the damaged pcu male iui.

Event description:
It was reported that syringe pump started beeping "channel error" and then the infusion stopped. The user switched the patient's infusion to new pump, and "channel error" occurred again on the second syringe pump. The event took place in the ccu (critical care unit). No patient harm was reported.